Manufacturer narrative:
Additional information and correction: additional information was received which provided updated information on patient weight. The corrected data is as follows: section a4: patient weight: 185 pounds all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed a crack in the preloaded lens when it was implanted into patient's left eye. The lens was explanted and another lens of different model, but of same diopter was used as the replacement. The original lens was discarded. No other information was provided.

Manufacturer narrative:
The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.